Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(4) 2022 was used based on age of patient. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I am currently using syringes from a recent purchase, all from the same batch (I usually buy several packs each time). I believe the problem is chronic, because I also identify the same inaccuracies in these.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I am currently using syringes from a recent purchase, all from the same batch (I usually buy several packs each time). I believe the problem is chronic, because I also identify the same inaccuracies in these.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle 6mm there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I am currently using syringes from a recent purchase, all from the same batch (I usually buy several packs each time). I believe the problem is chronic, because I also identify the same inaccuracies in these.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 05jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.